Event description:
Customer called because meter was not counting down. During troubleshooting, it was found that the meter was missing all of the segments in the hundreds place. The customer was not aware that segments were missing until this point. There was no indication that the readings were misinterpreted, however. The meter was replaced.